Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump display would go blank. Prior to the blank display anomaly, the device had been experiencing battery issues for the past month and a half; new batteries would last less than a week. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller confirmed that the battery compartment and spring were not damaged or corroded. The device was not bumped or dropped either. However, insulin had leaked into the reservoir compartment at one point. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, off no power alarm, battery icons anomaly due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.